Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis conducted during this investigation showed complete fracture and additional cracking on the articulating surface of the femoral. The fractured surface was further analyzed by placing the specimen into the sem which showed that the fracture propagated on the articulating side of the femoral flange. It also showed extreme wear on the tibial insert which could have caused by the leading edge of the fractured surface. The baseplate contained remnants of bone cement which could indicate that the tray was well fixed to the host bone. A visual analysis of the baseplate showed scratches which were likely caused during explantation. The causes of the femoral fracture could not be determined at this time. A review of manufacturing records which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted devices failed to meet specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Batch number for the insert could not be identified as it was illegible on the part. A clinical evaluation noted that the x-rays provided do not show the broken femoral component but there is radiolucency under the posterior surface which could indicate poor bony support under the implant. Based on the limited information provided, the root cause of the reported fracture femoral cannot be confirmed. The future impact to the patient beyond the revision cannot be determined. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due breakage of the femoral component.